Event description:
Caller reported about a customer who experienced an infection during his 9 day wear of the adc freestyle libre sensor. Customer experienced symptoms described as "redness, pus, itching" at the sensor site and had contact with the pediatrician on (B)(6) 2019, who prescribed fucicort (fusidic acid - antibiotic, betamethasone - corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The adhesive was returned and was found to be not peeling from the mount. Extended investigation has been also been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported about a customer who experienced an infection during his 9 day wear of the adc freestyle libre sensor. Customer experienced symptoms described as "redness, pus, itching" at the sensor site and had contact with the pediatrician on (B)(6) 2019 , who prescribed fucicort (fusidic acid - antibiotic, betamethasone - corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.